Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. During visual inspection no moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, and battery tube assembly. No frozen screen was noted during testing. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.(B)(4)

Event description:
Customer reported via phone call, he was trying to get the insulin pump to work. Customer's blood glucose was 89 mg/dl. Customer stated the device was freezing for one minute before it responding. Customer stated was playing outside with water but it wasn't submerged, cleaning car with wash cloth. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.